Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+1.5/059 (sphere/cylinder/axis), within the same surgery due to the lens had excessive vaulting. A shorter lens was implanted within the same surgery and the problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Claim# (B)(4).